Manufacturer narrative:
One opened probe was received, with tip protector, in a tray along with other items. The sample was visually inspected and found to be nonconforming with orange/brownish foreign material on port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional test. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore an actuation and cut failures as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported poor cutting and the actuation rate was unstable at the start during a vitrectomy-cataract combination procedure. The procedure was completed after the product was replaced with another one. There was no patient harm. Additional information was received indicating there was no aspiration failure.